Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the up arrow button on the insulin pump was unresponsive and they received a button error alarm. Customer stated that the numbers were scrolling up on their own and the buttons were getting stuck. Customer's blood glucose readings at the time of the call were reported to be nearly 10 mg/dl. No further information reported.